Event description:
The customer reported that, during reprocessing, the biopsy channel was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, a gap was found in the adhesive on the distal end. This report is being submitted for the malfunction found during evaluation (gap in adhesive) there was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the gap in the adhesive on the distal end of the scope was due to a shock caused by dropping or knocking the endoscope against a hard surface. In addition, there was a leak at the biopsy channel, the balloon of the water channel was perforated, there was a leak at the connector, the light guide lens cover was scratched, the charge coupled device cover lens was scratched, the probe unit acoustic lens was damaged, the distal end was deformed, the forceps cover was deformed, the bending section cover was chipped, the coating on the connecting tube was peeled and scratched, the grip unit was scratched, the scope body was scratched, the paint was peeling off the air/water nut, the scope cover was scratched, the switch box unit was scratched, the angulation was out of specification and there was play, the biopsy channel was incised with cuts, and the universal cord was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 28-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the gap in adhesive on the distal end likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.